Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported intraoperatively that  both pacing leads were attempted to be placed in multiple positions, but due to the patients dilated heart and severe myocardial fibrosis, the leads could not be fixed into position. It was noted the the lead body was kinked and deformed during repeated screwing, and the distal tip was damaged during the  implantation process. Both leads were attempted, not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported intraoperatively that two right ventricular (rv) leads were attempted to be placed in multiple positions, but due to the patients dilated heart and severe myocardial fibrosis, the leads could not be fixed into position. It was noted that the rv lead body was kinked and deformed during repeated screwing, and the distal tip was damaged during the  implantation process. Both rv leads were attempted, not used. No patient complications have been reported as a result of this event.